Manufacturer narrative:
(B)(6). An event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
It was reported that patient has rejuvinate implanted in 2012. Presented to dr. W. In pain. Elevated cobalt level, studies indicate mass in ilopsoas area. Revision surgery to follow

Event description:
It was reported that hip was revised due to patient pain and swelling in the groin area.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.